Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage on (B)(6) 2017, service found that the enteral feeding pump did not have audio during start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿did not have audio during start up.¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection of the main printed circuit board (pcb) found multiple corroded components. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.